Event description:
Boston scientific received information that this left ventricular lead exhibited a high, out of range pacing impedance measurement. An x-ray showed a break in the lead. This lead was deactivated and later replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.